Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for a procedure, the electrocautery tripped the device to have invalid elective replacement indicator values. The device was reprogrammed and restored successfully. The patient is in stable condition.